Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "nurse requesting flushing recommendations for the dual lumen powerpicc. States they have had several instances at her facility where they have been having catheter occlusion with this device. She thinks it may be user error. Inquiring if both lumens need to be flushed even if one lumen is not being used. States they have been changing the needleless connectors every 7 days. Does not have a product code or lot number. Ms&s response: informed the powerpicc solo is a valved PICC. We recommend each lumen is flushed with 10ml of normal saline after every use and at least every 7 days when not in use. Use a 10ml or larger syringe. We also recommend using a minimum of 10ml of normal saline, using a "pulse" or "stop/start" technique. Use of heparinized saline to lock each lumen of the catheter is optional.